Event description:
It was reported that the patient presented for an implant procedure. During the procedure, cardiac perforation of the right atrium was observed, and pericardial effusion was also noted. Pericardiocentesis was performed. The patient was stabilized after the procedure, and transferred to the ICU for observation. The patient was discharged on (B)(6) 2017.